Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was repaired by a third party repair service. The device evaluation by a third-party repair service found that b30 scope communication error could not be confirmed. The evaluation also found the following: due to damage on channel tube, water tightness was lost. Due to damage, switch 4 did not work. Due to the wear of the angle wire, the bending angle in the up/down direction did not meet the standard value. The bending section cover had discoloration. The adhesive on the bending section cover was detached. The circuit board unit in the scope connector had corrosion due to water leakage. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the circuit board unit in the scope connector had corrosion due to water leakage. Due to water invaded scope connector by user handling, which caused abnormality in electronic components and error message was temporarily displayed at the user facility. The following is included in the instructions for use which may prevent the event: "important information please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination." "3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal." 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the bronchovideoscope had error code b30 (scope communication error). The issue was found during preparation for use. There was no patient or procedure involvement.